Event description:
Customer messaged saalt on (B)(6) on (B)(6) 2019 to notify saalt that she had gone to seek medical attention to have her cup removed. The customer explained that she had attempted to remove her cup for an hour before going to see her doctor. Saalt advised the customer of proper removal techniques and sent the customer a replacement cup.